Event description:
It was reported that the pump not detecting latch. The event occurred during testing. There was no patient involvement. Analysis of the device found a lifting downstream occlusion seal.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was lifting. Service history identified the complaint was not related to a previous service of the device within the review period. There was no evidence in the event history log. The customer's reported problem was not duplicated through functional testing as the latch was seen not meeting required specification. The latch lock was replaced for this issue. The dso seal was also replaced.